Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The field service engineer (fse) determined that during normal operation of the iabp, the k6 was incorrectly activating and this was the issue causing "low vacuum" alarm. The fse disassembled the iabp, then removed and replaced the drive assembly. Afterwards, the fse re-assembled and calibrated all transducers to factory specifications and performed all functional and calibrations checks. The iabp passed all tests and was returned to the customer, and cleared for clinical use. (B)(6).

Event description:
While performing a field action a field service engineer (fse) reported finding an existing "low vacuum" alarm. There was no patient involvement or adverse event reported.